Event description:
It was reported that the CPR release was not working properly. No adverse consequence reported.

Manufacturer narrative:
Support arm. The support arm on the fowler was bent causing the manual CPR release to be inoperable.